Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 500 mg/dl after a motor error alarm. The patient treated via manual insulin injection and her blood glucose has since decreased to 400 mg/dl. Troubleshooting was declined for the high blood glucose. The customer was also able to rewind the insulin pump without incident. The insulin pump was not returned for analysis.